Manufacturer narrative:
(B)(4). Additional h3 investigation summary: one opened box with thirteen unopened samples of product code 687g, lot mk6988 was returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects or breakage suture were observed. A functional test was performed, the pull force and tensile force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle or breakage suture was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mk6988 number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a periodontal dental procedure on an unknown date and suture was used. During the procedure, the suture was either breaking upon tying or the needle detached. The procedure was completed with like device from a new package. There were no adverse patient consequences reported.